Event description:
It was reported that a physician inserted a feeding tube and could not retract the stylet. The tube was removed and a second tube was inserted, but same result as first attempt. Pt refused another attempt at procedure and did not receive treatment.